Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned with the tissue pad missing and with the blade gouged. Possible causes of blade damage are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade "lockout" later in the procedure. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. However, a corrective and preventive action has been initiated to address this issue of the tissue pad. As to the abnormal noise heard, a possible cause is when the device is either not torqued properly or placed where the active blade is in contact with another metal object, it causes a chirping or squeaking noise to be heard. This is caused by the subtherapeutic pulse slightly vibrating the blade and the metal and metal contact results in the squeaking or chirping noise. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, there was a defective fixation. While activating the device after fixing the handpiece, the surgeon noticed an abnormal noise. Another handpiece was tried and the same issue occurred. Finally, the problem was solved by changing the scissors. Another device was used successfully. There were no adverse consequences to the patient.